Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that there was coil damage and placement difficulty. A different lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was fully inserted into a test sample introducer with no anomalies. The rv coil appears pulled toward the distal end of the lead which is consistent with damage from withdrawing from a hemostasis valve. This can cause damage to the lead. If information is provided in the future, a supplemental report will be issued.